Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that patient underwent removal of mesh at posterior vaginal wall on (B)(6) 2013 due to extruding mesh at posterior vaginal wall. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted concurrently with laparoscopic supracervical hysterectomy, and mccall culdoplasty due to symptomatic pelvic organ prolapsed, cystocele, rectocele, and enterocele. It was reported that the patient underwent mesh revision on 08/24/2007 due to dyspareunia secondary to mesh erosion of mesh in the posterior vaginal wall. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.